Event description:
A nurse reported a case of toxic anterior segment syndrome (tass) in the patient's right eye one day post operative following a cataract with intraocular lens (iol) implant procedure. The patient received a betadine prep prior to the procedure. Balanced salt solution with additives was used during the procedure and the iol was placed in the anterior chamber. Surgery time was 13 minutes. The patient's symptoms have resolved with treatment. Facility reports that no devices are suspect causes of tass.

Manufacturer narrative:
The facility did not request service. A questionnaire was received and reviewed by a company analyst, who stated the following: multiple cases of tass reported. The facility information states all tass occurrence are tied to the same nurse using a specific type of glove. The facility cannot isolate a specific suspected product. A site visit was conducted by a company rn tass consultant to determine contributing factors. The following represents findings of the site visit: former use of instrument cleaning detergents, enzymatic cleaners and lubricants in several phases of the instrument cleaning process. Possible inadequate amount of water used to flush the phaco and I and a handpieces with manual flushing. Flushing of the phaco and I and a handpieces done without an adapter. Possible bacterial growth in the flash guard pans left sitting overnight without being dried out and wiped with alcohol or terminally sterilized. Stressing the system. Use of reusable cannulas. Use of vancomycin in the bss 500 ml. Use of preserved eye drops at the end of the procedure. Intraocular use of bss that has been collected from the 500 ml bottle through the phaco handpiece. Touching the tips of instruments or lens insertion cartridge or the implant itself with a gloved finger. The facility's management team and staff of this facility have done a thorough investigation of the tass which has occurred. As a result of their efforts changes were instituted, which include but are not limited to: detergents and enzymatic cleaners were removed from the instrument cleaning process. A change from reusable to disposable items has made by some surgeons. The instruments are no longer placed in the automatic instrument washer which utilizes a variety of detergents. Cloth towels were removed from use to decrease lint. The likely contributors to the reported event are listed above. There is no evidence that the design or manufacturing of the phaco handpiece contributed to the reported event. The phaco handpiece is a reusable device that must be reprocessed per the products direction for use (dfu). The proper cleaning and sterilization of ophthalmic surgical instruments can help prevent the occurrence of tass. These findings continue to validate the need to follow the recommendations detailed in the directions for use (dfu) and the aorn recommended practices, and the ascrs tass task force guidance document. The root cause cannot be determined conclusively. (B)(4).